Event description:
The reporter indicated the surgeon attempted to use a ks-1 aq2017v pre-loaded injector. The lens became blocked in the injector when handling the screw plunger (it was tough to push). No patient contact. Cause of incident is unknown.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4) - no consequences or impact to patient. Mechanical jam, unlabeled. Evaluation method: work order search. Results: a device work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).